Manufacturer narrative:
(B)(4). Customer has indicated that the remaining product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cas fix pin broke off in patient's femur. The fragment was not retrieved and remains in the patient. There have been no reports of medical intervention due to this. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4, h4, h6. The pin was not returned for evaluation. Per the analysis of the provided x-ray pictures, the complaint was confirmed. The femur was examined using two views of the distal femur, revealing views of the distal femur demonstrate a knee arthroplasty. Metallic fragment within the posterior aspect of the distal femoral diaphysis. Air and fluid within the joint space suggests recent surgery. Metallic foreign body within the posterior aspect of the distal femoral diaphysis. The lot number of this device was reviewed for any deviations and/or anomalies in the manufacturing process that may have contributed to this reported event. No deviations or anomalies were discovered in the device history record; therefore, it is not expected that the manufacturing process contributed to the reported issue. Raw material review did not identify any related deviations or anomalies which would have caused or contributed to the reported event. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.